Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not working. No further details were provided. There was no reported impact to customer's blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, no additional information was provided.